Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the hl7 messages had not been crossing, all stations had gone into critical override. A technical support specialist (tss) dialed into server and ran the downtime query, which showed the disconnected flag set to 1 and the interface heartbeat delayed by two hours. Tss restarted the bd data synchronization service 1.0, bd external messages, net.tcp listener, and net.pipe listener, but the disconnected flag remained at 1. Tss then attempted to run the interface services utility ¿ cce (build 1) on the carefusion coordination engine (cce) remote smart service (rss) page, but the package failed to restart. Tss found that hsv and epic_adt were down. After consulting with team lead, tss advised escalating to the iest team. While preparing the email and updating the customer, the system became fully frozen and tss was unable to launch any applications, including task manager. Tss performed a reboot on the cce, which completed within a minute. After reconnecting, all services were up, disk space was sufficient, and messages began draining from the queue. Tss was on the es server, confirmed that the disconnect flag was cleared and all messages had successfully drained from the queue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer stated that patient information and medication orders were not crossing to the stations and hl7 messages were not being transmitted. All pyxis stations were placed into critical override mode. However, there were no adverse events or injuries reported based on this event.